Event description:
National complaint coordinator (ncc) reported three incidents of a pt reaction with the psn 210 dialyzer occurring with the same pt. Incidents were reported to occur in 2003. For all incidents, the pt experienced itchy skin and eyes, redness around the face, runny nose, burning in the chest and shortness of breath. In 2003, the pt was administered hydrocortisone, 50 mg IV and in 2003, the pt was administered hydrocortisone, 100 mg IV. For all instances, treatment was continued and blood was returned to the pt at the end of treatment. It was reported that the pt did not require hospitalization. It was reported that the pt has subsequently dialyzed on all alternate membrane (fresenius f8hps) and completed without incident.

Event description:
A pt reaction with the psn 210 dialyzer occurring 2-3 weeks ago. It was reported that the pt experienced itching and shortness of breath. The pt was administered hydrocortisone (route and dose unknown). It was reported that the pt did not require hospitalization. No further info is available at this time.